Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they're not able to clear the alarm because the keypad is unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a severely scratched display window and a cracked case near display window corners were noted during the visual inspection. There was no button response due to moisture damage on the keypad traces. No button error alarms were noted.